Event description:
Physician called 1/17/2007, to report explant of endograft the day before. According to the physician, the patient had experienced growth of the aneurysm due to persistent type ii endoleak. There were previous attempts to stop the type ii leakage. The scans would look good post procedure; however, in time the leak would return. Upon open repair, the patient was found to still have a patent lumbar artery, which was feeding the aneurysm sac. The physician removed the proximal graft section and sewed in new graft material. The distal limbs were left in place as they were well incorporated. The new material was then sewn to the limbs.